Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for dka. It was reported that customer was nauseous and vomiting prior to hospitalization. During troubleshooting, customer stated that the infusion set cannula was bent outside the body. No further troubleshooting was performed.